Manufacturer narrative:
H6: investigation summary there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. The manufacturing facility has been notified of this event but without a sample no corrective actions could be identified. A review of the device history record could not be performed as the lot number was unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle through catheter while introducing. The following information was provided by the initial reporter: the nurses say they are dull and the needle is getting stuck in the catheter, sometimes the needle retracts before they are in the vein.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ autoguard¿ IV catheter needle through catheter while introducing. The following information was provided by the initial reporter: the nurses say they are dull and the needle is getting stuck in the catheter, sometimes the needle retracts before they are in the vein.